Event description:
The patient was having bleeding around the 8fr sheath. Dr thought it would be best to try to angioseal the site. Sheath was removed over the wire and the angioseal was put in the vessel in the normal manner. When deploying the device, the foot was noticed to be gone and nothing came out of the sheath.